Event description:
Pt who was identified as at risk to fall had tabs bed alarm in place, tabs was checked at the start of the evening shift and was working appropriately. The pt was found out of bed in the bathroom during the rn's rounds. The tabs had not alarmed prior to the pt being found out of bed. Rn pressed on the tabs mat and it did not alarm. She pressed on it a second time and it alarmed. The tabs alarm was removed from service. The pt did not fall; no injury to the pt.